Event description:
It was reported that the pump had a ripped/damaged dso (downstream occlusion) seal. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the serial information could not be found for the provided catalog number in the system. H4. Device mfg date: the reported serial# (B)(6) was not found for the reported catalog# 21-2120-0105-01 in the system; therefore, the manufacturing date could not be confirmed. Investigation summary: the customer reported issue was damaged dso (downstream occlusion) seal. The customer reported issue was able to be replicated through visual inspection. The cause of the reported issue was normal wear and tear. The reported issue was resolved by replacing the dso seal. Performed dso/uso (upstream occlusion) sensor calibration. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.